Event description:
Caller reported a cartridge alarm issue, specifically cartridge alarm 30. There was no adverse impact to the customer's blood glucose level. The customer did not have the most up-to-date pump software, so technical support decided to replace the pump with one that has updated software. The customer agreed to use multiple daily injections as a backup therapy and acknowledged instructions for putting the pump into storage mode and returning the problematic pump. Technical support confirmed the shipping address and sent out a replacement pump without requiring a delivery signature.